Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer stated that the no delivery alarms had been recurring, and on one occasion, his blood glucose reached over 300 mg/dl. The customer's most recent blood glucose was 148 mg/dl. The customer also reported that when he was filling the tubing previously, the insulin pump would read that it reached its maximum. He added that there were occasions in which the insulin pump alarmed no delivery and he had to change the entire infusion set system. He once observed a bent infusion set cannula. He declined troubleshooting assistance for the recurring no delivery alarms. He stated that he had received multiple no delivery alarms as far back as (B)(6) 2014. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.